Event description:
It was reported that the ventilator alarmed for high airway pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. The evaluation of the event log found several alarms for high pressure were generated on 2023-04-23. The generated alarms for high pressure are an indication of high resistance in the patient circuit. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The reported alarms are most likely due to a blockage in the respiratory system, however this has not been determined. Our conclusion based on evaluation of the logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.